Event description:
The customer reported that after iab therapy was initiated in the catheter room, while transporting an ami patient to ccu, the iabp shutdown after being unplugged from ac power source. The customer considered that the batteries were not charged, so it restarted pumping with alternative cs100. No patient injury was reported. Note: as per hospital policy, patient information will not be provided.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. The company service representative examined the pump was able to duplicate the event. Proceeded to replace the batteries (part# d146-00-0039). Performed calibrations, functional tests and safety checks to factory specifications. Pump was returned to the customer. The batteries is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted once the evaluation of the batteries is completed. (B)(4).